Manufacturer narrative:
The actual device was not able to be returned, however the user facility provided photographs of the sponges for evaluation. The reported event was able to be confirmed, however due to not receiving the actual device a root cause could not be determined.

Event description:
It was reported that during a surgical procedure at the user facility the surgical sponge came apart. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the surgical sponge came apart. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.